Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device when switched on inside the box, it caused the electrical system alarms to go off and they had to disconnect it. Biomed suggested from electromedicine that it could be a short circuit inside the equipment or something like that. Per follow up information received via ibc on 24nov2021, there was no patient involvement and as soon as the device was switched on the electric failure had happened. Electrical leak was the first diagnostic observed. Per sample evaluation results received on 31mar2023, it was reported that the root cause of the reported issue was a failed chiller. It was stated that the mains voltage circuit board was noted to be faulty. It was noted that the replaced mains voltage circuit board.

Event description:
It was reported that the arctic sun device when switched on inside the box, it caused the electrical system alarms to go off and they had to disconnect it. Biomed suggested from electromedicine that it could be a short circuit inside the equipment or something like that. Per follow up information received via ibc on 24nov2021, there was no patient involvement and as soon as the device was switched on the electric failure had happened. Electrical leak was the first diagnostic observed. Per sample evaluation results received on 31mar2023, it was reported that the root cause of the reported issue was a failed chiller. It was stated that the mains voltage circuit board was noted to be faulty. It was noted that the replaced mains voltage circuit board.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mains voltage circuit board. The device was evaluated upon receipt. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.